Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the damage was first observed in sterile processing department (spd), where a cut in the insulation over the black conductor wire was noted and the wire was exposed, although the cable itself remained intact (not broken in half). There was no loss of cautery associated with the damage, and any thermal damage at the site could not be determined even with 4x magnification. The procedure was completed with the same instrument, the damage did not result in any fragment falling inside the patient¿s anatomy. Isi received the da vinci product to perform failure analysis. The fenestrate bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The complaint regarding a cut in the insulation cable was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a cut in the insulation cable observed in spd with 4x magnification per the IFU. The procedure was completed with no reported injury.